Manufacturer narrative:
The samples were collected in lithium heparin gel separator tubes. Qc data not provided service was not dispatched per customer, the unit is currently performing within qc specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a non reproducible false positive accutni results generated by the unicel dxc 600i synchron access2 clinical system. The result was reported out of the laboratory. The customer, via telephone, provided one example of an event where an elevated accutni patient result initially recovered within the risk stratification range on a patients' sample. Upon repeat, on the same unit, the result recovered was within the normal reference range. Patient data for this event was not supplied. The customer did not report affect to the patient or user attributed or connected to this event.